Event description:
Analysis of the returned device found that the subject coil deployed prematurely during use. There were no clinical consequences to the patient reported as a result of this event.

Manufacturer narrative:
Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the coil delivery wire was found to be kinked/bent and damaged. The main coil was found to be detached. The detachment seems to be mechanical. The main coil was found to be kinked/bent and stretched. The suture was found to be intact. Functional testing was not performed due to condition of the device. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information provided by the customer indicated that no damage was noted to the device packaging prior to opening, the device was flushed and prepared as per the dfu. During analysis, the main coil was noted to kinked/stretched and pre-maturely detached. In the case of this complaint, it is probable that the main coil sustained damage during advancement/retraction inside the microcatheter. It is then likely detached prematurely when the delivery wire was pulled back. An assignable cause of procedural factors will be assigned to the as reported coil in catheter friction and to as analyzed main coil stretched, main coil kinked/bent, and main coil prematurely detached/separated during use since these issues are associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu but performance was limited due to procedural and/or anatomical factors during use. An assignable cause of handling damage will be assigned to the as analyzed coil delivery wire kinked/bent and coil delivery wire damaged as it is most likely that the delivery wire kinked/damaged due to handling of the device during use.

Manufacturer narrative:
Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the coil delivery wire was found to be kinked/bent and damaged. The main coil was found to be detached. The detachment seems to be mechanical. The main coil was found to be kinked/bent and stretched. The suture was found to be intact. Functional testing was not performed due to condition of the device. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information provided by the customer indicated that no damage was noted to the device packaging prior to opening, the device was flushed and prepared as per the dfu. During analysis, the main coil was noted to kinked/stretched and pre-maturely detached. In the case of this complaint, it is probable that the main coil sustained damage during advancement/retraction inside the microcatheter. It is then likely detached prematurely when the delivery wire was pulled back. An assignable cause of procedural factors will be assigned to the as reported coil in catheter friction and to as analyzed main coil stretched, main coil kinked/bent, and main coil prematurely detached/separated during use since these issues are associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu but performance was limited due to procedural and/or anatomical factors during use. An assignable cause of handling damage will be assigned to the as analyzed coil delivery wire kinked/bent and coil delivery wire damaged as it is most likely that the delivery wire kinked/damaged due to handling of the device during use.

Event description:
Analysis of the returned device found that the subject coil deployed prematurely during use. There were no clinical consequences to the patient reported as a result of this event.